Event description:
It was reported that the patient experienced cardiac arrest. The right atrial (ra) lead and right ventricular (rv) lead exhibited possible loss of capture and sensing could not be confirmed on current electrograms (egm). The ra lead and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.